Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-02821 and 02822. It was reported the patient had lost stimulation sometime last month. Diagnostic testing revealed the right lead had invalid impedance readings on all lead contacts. It was reported an x-ray was taken and surgical intervention will be undertaken to address the issue. As the affected lead is unknown, all possible leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.